Manufacturer narrative:
Annex g: g07001 - part/component/sub-assembly term not applicable. Device evaluation: 1 x zebd-7-4 of lot # c1724760 was returned to cirl for evaluation open in its original packaging. This file is linked to the (B)(4) (emdr 3001845648-2021-00253) to cover the investigation for the zebd-7-4 device placed with an incorrect sized wire guide. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 08th february 2021. Slight kinks were observed on 2nd and 5th portholes on pigtail curls at tapered end. Severe kinks was noted to have been observed on the 3rd porthole on pigtail curl on tapered end, however, it can be observed from the images taken during lab evaluation that it was actually the 4th porthole rather than the 3rd. A 0.035 wire guide could not pass the kinks on the stent. Document review including IFU review: prior to distribution zebd-7-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-4 of lot number c1724760 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1724760. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user.¿ it should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used and had come in contact with the reported device. Summary: complaint is confirmed based on customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a complete report. The investigation was completed on 08-apr-21. The results and conclusions are outlined in section h of this report. The customer straightened the pigtail of the stent using the straightener and attempted to advance it over a wire guide, but the stent kinked. He replaced it with another zebd-7-4 to complete the procedure.

Event description:
Supplement report submitted as the device has been returned for evaluation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The customer straightened the pigtail of the stent using the straightener and attempted to advance it over a wire guide, but the stent kinked. He replaced it with another zebd-7-4 to complete the procedure. The patient did not experience any adverse effects due to this occurrence. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact: please indicate where the device was stored prior to use. As usual. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus / visiglide 0.025 inch. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? No. If yes please indicate the procedure performed. N/a. Was the wire guide inspected for damage prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? With another zebd-7- 8. Was a straightener used to straighten the stent? Yes. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? - yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus / jf-260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Biliary duct. Was resistance encountered when advancing the wire guide to the target location?* - no was the stricture dilated prior to placing the device? No. If so, please indicate what device(s) were used. N/a. Was resistance encountered when advancing the introduction system in place to the target location? - n/a. Was resistance encountered when advancing the stent through the obstructed area? N/a. N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? N/a. If yes, please describe how. N/a. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. Did any section of the device detach inside the endoscope or patient? No. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. (Yes). If yes, please describe. Were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter shortened. If so please indicate the modifications and why they were necessary.